Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina, nausea and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 19 months post xience v stent implantation in the first obtuse marginal artery, the patient experienced exertional chest pain and nausea and was found to have in-stent restenosis. On 5/6/10, the patient was hospitalized for percutaneous coronary intervention. There was no adverse sequela and on (B)(6) 2010, the patient was discharged. There was no additional information provided.